Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # was required. D1 ¿ brand name: - previous brand name: servo-s. - corrected brand name: servo-s base unit. D4 ¿ version or model #: - previous version or model #: servo-s. - corrected version or model #: 6640440. D4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing. - corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating disabled valves. The ventilator was investigated by our field service engineer on site and the expiratory channel printed circuit board (pcb) was determined defective and replaced which solved the issue. No log files have been provided and the expiratory channel (pcb) has not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.